Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Technical support provided information to reset the pump, assisted the caller with the reset.